Event description:
It was reported the device was used in a right elbow surgery. The patient reported feeling itching immediately after surgery, then described a large area of redness with hives postoperatively when the bandage was removed. The staples were removed and the symptoms resolved with benadryl.